Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for non-malignant pain. The patient had reported that their infraorbital lead looks as though it might poke through the skin of their right cheek. The patient¿s implanting surgeon confirmed that the infraorbital lead was placed too superficial. The patient was scheduled for a lead revision on (B)(6) 2017. No further complications were reported.